Event description:
An esophageal cooling system made by advanced cooling therapy leaked while in the patient and caused the patient to choke. There was no harm to the patient but staff still expressed concern about potential aspiration and/or pneumonia risk. Please note that I reported this event earlier today but attributed the event to a different product, sold by a different manufacturer - cryothermic systems. That previous report was in error and I ask that it be withdrawn please. Please do not attribute this problem to cryothermic systems. Reason for use: high fever.